Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that smoke was seen coming from the power supply of a 2008t hemodialysis (hd) machine. A patient was not connected to the machine at the time of the incident. The 2008t hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the power supply to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the power supply to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for analysis. A visual examination of the power supply found that heat damage was present on a capacitor (c10) of the power control board. Additionally, other components near capacitor c10 were found to be charred. All other parts of the power supply were in good cosmetic condition. Functional testing was performed by installing the received component into a working unit. The machine failed to power on and smoke was observed at the location of the damaged capacitor. The damaged capacitor was replaced on the power control board, and the charred components were cleaned, and then the power supply was re-tested; the unit powered on without issue, and no smoke was visible. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Functional testing confirmed the presence of smoke from the location of the burnt capacitor (c10). Therefore, the complaint has been deemed confirmed.